Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Clinical specificity testing was performed using in-house retained reagent of architect anti-hbs assay lot 61059fn00. A sample was available for return; however, this was not requested as the customer information documents that the sample consistently gave the expected (B)(6) results on retest. In addition testing of retained file samples is sufficient to identify the presence of a potential product deficiency. All specifications were met indicating that the lot is performing acceptably. The architect anti-hbs assay package insert and the architect systems operations manual contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07c18, that has a similar product distributed in the us, list number 01l82. (B)(4).

Event description:
The customer reports that one patient sample generated an initial (B)(6) assay result of 49.64 miu/ml on an architect i2000sr analyzer. (B)(6) markers were (B)(6). The sample was retested the following day and generated architect (B)(6) assay results of (B)(6) at 0.38, 0.00 and 0.00 miu/ml. The three other markers were also retested and generated results similar to their initial (B)(6) results. No suspect results were reported from the lab with no reported patient impact.